Event description:
It was reported that the patient experienced ineffective therapy caused by lead migration. The patient underwent a lead revision procedure where the two leads and two splitters were replaced and new leads and splitters were added for better simulation coverage. The patient is doing well post-operatively, with better stimulation coverage.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect medical device components involved in the event: model: sc-2352-70. Serial/lot: (B)(6). Description: linear 3-4 lead 70 cm. Model: sc-2218-70. Serial/lot: (B)(6). Description: linear st lead kit 70 cm h3 other text : product not returned for evaluation.

Event description:
It was reported that the patient experienced ineffective therapy caused by lead migration. The patient underwent a lead revision procedure where the two leads and two splitters were replaced and new leads and splitters were added for better simulation coverage. The patient is doing well post-operatively, with better stimulation coverage.